Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history record was attempted. The provided lot number could not be verified as matching the provided part number. Without a valid lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: erl, hbe, hwe. (B)(4). Device is an instrument and is not implanted/explanted. Device is a single use/sterile instrument. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the saw round piezoelectric s was broken in two pieces during surgery. It was noted that the decontamination had been done. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: one saw round 38.9*ø5 (ref: 03.000.424s) was returned broken at the screw thread. This tip comes from lot 603092/1 which was manufactured in april 2016. No functional test could be completed with this broken device. Possible root causes: the breakage may come from an excessive tightening of the tip on the hand-piece; if a dynamometric wrench was used, there may be a deviation of the torque (normal wear): it must be checked, or changed. The breakage may also come from the hand-piece whose internal features may have derivated from norm wear leading to an erratic functioning of the ultrasonic; the hand-piece would need to be returned for checking. The breakage may also come from excessive pressure during the clinical operation. The breakage may also come from an internal weakness of the thread material, but it¿s not verifiable once it is broken. Production records reveal no information that could bring up any anomaly on the production itself. Incoming inspection of the raw material is conformed. Taking into account the annual production and the quality complaints and repairs, these cases are very isolated. Actually, it appears difficult to draw conclusion by analyzing the tip itself, as its behavior is highly dependent of the electro/mechanical supply provided by the piezoelectric system and the hand-piece. So, for further investigation, we would need the hand-piece (as well as the torque wrench) used during the operation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On previous follow up reported as (B)(4)2017. Should have been (B)(4)2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Manufacturing date: device received in synthes (B)(4) and released on august 08, 2016. Shelf life expectancy date (for sterile batch 0869275): june 01, 2021. Manufacturing location: supplier (B)(4) power tools. Device part 03.000.424s, lot 603092/1 (corresponding to sterilization batch 0869275) is a batch number controlled product, therefore no service history record review is possible. No non-conformance reports were referenced in the manufacturing documentation and incoming inspection process. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the device history record review is that the final products manufactured in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.